Event description:
Ino device in use, no reading failed. Went through troubleshooting procedure outlined in manual (low cal, high cal, etc) and device read "failed no sensor". Device was swapped out, taken out of use and ikaria notified. Patient was stable throughout, ino delivery was not affected. Manufacturer response for ino delivery, ikaria (per site reporter): unknown.